Event description:
It was reported that the patient received inappropriate shocks for rapid supraventricular tachycardia (svt) (faster than the svt limit). It was noted that the patient had low potassium and had not taken their medications. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.